Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: d5, e2, e3, g2. Additional contact information: (B)(6). A getinge field service engineer (fse) confirmed problem stated by customer, unit is leaking helium. On initial inspection fse found the pump to fail the leak test with 71psi in 5 minutes. He troubleshot the unit for leak, disassembled the cart and checked every high pressure connection, but was unable to pinpoint leakage point. While unit is in the cart it leaks, when the pump is not in the cart neither the pump or cart leak helium. He suspect the male quick disconnect in the pump so he will order parts and return to continue to troubleshoot leak. Fse returned with male quick disconnect, removed and replaced this part and performed a leak test, unit is still leaking but now with 28psi in 5 minutes. He stated that he used a portable refill station to help troubleshot, the leak is not in the pump side of the unit so he will be ordering the female quick disconnect to continue troubleshooting leak. Fse returned with female quick disconnect, removed and replaced this part and performed a helium leak test, unit is now passing with 12psi in 5 minutes. Fse performed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit is possibly leaking helium. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit is possibly leaking helium.